Event description:
Customer reported the device was programmed for 100 ml/hr but that it took over 3 hrs to infuse the contents of the 250 ml bag. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
The event logs have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.